Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away due to prosthetic valve endocarditis and a (B)(4) infection which resulted in acute renal failure. The clinic indicated they did not have any information available when asked about the source of the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.